Manufacturer narrative:
Additional information: d9, h4, h6 (update codes), h11. H11: the actual device and a photo of the sample were provided for evaluation. Visual inspection of the returned sample and photo did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by inserting the set into a saline bag and flow of liquid was confirmed through the set with no issues. An underwater leak test was performed and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe adaptor set leaked from an unspecified location. Thd issue was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.